Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, when available.

Event description:
It was reported that there was an issue with knee implant, vega. It was reported that there was postoperative loosening of the implant. The primary surgery occurred on (B)(6) 2016. The patient was revised on (B)(6) 2019. All available information has been provided at this time; if additional information becomes available the complaint will be updated accordingly. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation: failure description: no product at hand. Therefore, a failure description is not possible. Investigation: no product at hand. Therefore, an investigation is not possible. Batch history review: due to the fact, that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale: in the light of the little information received. And due the circumstance, that we did not received the complained devices. It is not possible to determine, a root cause for the mentioned failure. Corrective action: regarding implant loosening, a product safety case (psc) was initiated.

Event description:
No updates.